Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. There are no previous complaints on this device. The pump was tested with the following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was an abrupt power off found in the log, as reported by the end user. An abrupt power off can be seen on event line 384 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction and the instance found in the event log. Functional testing did confirm the reported condition but was unable to be duplicated. It was also noted that there was a slight dent in the keypad of the pump but there was no evidence of it reaching the lcd or affecting the display. An image will be attached, see "(B)(6) keypad". Reported issue found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint (B)(4).

Event description:
On 12/19/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested for further evaluation. This MDR will be reopened and updated in the event the product involved or additional information becomes available.